Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06646. It was reported that patient experienced ineffective stimulation after a fall. It was noted that the anchors were not used when the leads were originally implanted. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post-op.